Event description:
Related manufacturer report numbers: 1627487-2023-04222, 1627487-2023-04223, 1627487-2023-04224. It was reported that the patient was experiencing inadequate relief from their drg leads. The patient reported experiencing several falls and the leads were confirmed to have migrated out of the epidural space. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's drg system was removed to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The drg system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.